Event description:
A customer reported an issue with the pump display, where the upper part of the screen was black even after a restart, affecting the customer's ability to ready the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by arranging for a replacement pump.